Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extend, if any, the bard device may have caused or contributed to the events as alleged. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2015, the patient underwent surgery for repair of a left inguinal hernia. As reported, a bard/davol 3dmax, reference number 0115310, lot number huzf1733 was implanted to repair the hernia defect. It is alleged that several months later on (B)(6) 2016, the patient underwent an additional surgery to repair recurrent hernia after the 3dmax failed and to remove the 3dmax. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extend, if any, the bard device may have caused or contributed to the events as alleged. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the available information, no conclusion can be made. Over 5 months post implant of 3dmax mesh, the patient had pain, adhesions and underwent excision of old mesh. Review of manufacturing records confirms product was manufactured to specification. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2015, the patient underwent surgery for repair of a left inguinal hernia. As reported, a bard/davol 3dmax, reference number (B)(4), lot number huzf1733 was implanted to repair the hernia defect. It is alleged that several months later on (B)(6) 2016, the patient underwent an additional surgery to repair recurrent hernia after the 3dmax failed and to remove the 3dmax. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax. Addendum per additional information provided: on (B)(6) 2015: patient was diagnosed with left inguinal hernia and scheduled for laparoscopic repair with mesh transabdominal preperitoneal patch plasty (tapp). Per the operative report details, "hernia sac was completely dissected off. The 3dmax medium left-side mesh was placed through the l0 mm trocar and was oriented in the left inguinal area to cover both the indirect and direct inguinal hernia spaces." On (B)(6) 2016: patient continued to have left groin pain and underwent lysis of adhesions with removal of the mesh. Per the operative report details, ¿there were adhesions between the peritoneum, the mesh, omentum and sigmoid colon. We divided the adhesions, the mesh was resected off the cord structures and was removed". Primary repair of the hernia was done without mesh. Attorney alleges that the patient had adhesions, emotional injuries, pain and underwent left groin exploration with excision of left ilioinguinal nerve.